Event description:
The zenith endovascular graft was implanted in 2003. During a follow-up examination approximately a year later a pulsatile abdominal mass was noted, as well as the aneurysm again filling. It is believed that the ipsilateral iliac leg graft may have advanced upside the main body graft. The decision was made to convert the pt to an open surgical operation to repair this existing abdominal aortic aneurysm.